Event description:
It is reported that a patient broke their collarbone during a pet scan. The patient was strapped to the table and the strap snagged the mylar window causing the window to shift and contact the patient.

Manufacturer narrative:
After the pet scan, the patient called the facility to claim he had a broken collarbone. A search of the complaint database resulted in no similar events occurring on pet systems. A ge field engineering evaluated the pet scanner and replaced the mylar window. The system was operating according to design specifications.